Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 7 years and 3 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed and occlusal overload has occurred. Moreover, 30n.cm of primary stability was achieved and the patient presented bone type ii.